Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable sensor was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient experienced shaky symptoms that suddenly lead to a seizure at around 4:30pm when she was at the candy store. The patient remembered that her dexcom reading during that time was around 72 mg/dl. The candy store personnel called 911 when they saw the patient had seizures. When 911 arrived, they treated the patient with IV glucose and took her to the nearest hospital at around 5:00pm. The patient did not remember if the paramedics performed fingerstick prior the administration of IV glucose because the incident happened so fast. All she remembered is that they administered IV glucose when they arrived. At the hospital, they took a bg reading which was 44 mg/dl and the cgm reading was 63 mg/dl. They provided the patient a ham sandwich to eat because she was still experiencing confusion that time. They performed lab test such as complete blood count (cbc) and urinalysis. The patient was discharged the same day at around 9:30pm. The patient was still wearing the sensor and performed calibration since dexcom device was still giving 30 difference points where the bg meter reading was 191 mg/dl and dexcom reading was 223 mg/dl. At the time of the report the patient was fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined post investigation. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information, d9: device available for evaluation - correction, d9: device returned to MFR - additional information, d9: date device returned - additional information, g3: date received by mfg - additional information, g6: type of report - updated/follow-up, h2: type of follow up - correction/additional information/device evaluation, h3a: device evaluated by mfg - additional information, h6 codes: type of investigation - additional information.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The product was provided for investigation; an external visual inspection was performed, and no damage was found. Nordic bluetooth pairing test was performed and passed. A review of the share logs was performed and inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter was found within the investigation window. A probable cause could not be determined. The customer's complaint was confirmed due to wearable failed testing. No additional patient or event information is available.